Event description:
Customer reported the panorama central station kept rebooting, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer representative advised the customer to run a diagnostic test, reloaded and reconfigured the system's hard drive. Operation was verified and the system worked properly.